Manufacturer narrative:
The reported event was not confirmed as the device was not available for evaluation. Based on a review of previous cases, it is possible that the failure was from driveshaft wear/scoring. Device lost upon receipt at manufacturer.

Event description:
It was reported that during a surgical procedure at the user facility, the wire pin collet produced metal shavings/flakes that fell into the open knee cavity. The surgeon used betadine to flush/clean the site and believes there were no flaking left in the patient and believes there was no adverse outcome. The procedure was performed using back-up equipment without a clinically significant delay.

Event description:
It was reported that during a surgical procedure at the user facility, the wire pin collet produced metal shavings/flakes that fell into the open knee cavity. The surgeon used betadine to flush/clean the site and believes there were no flaking left in the patient and believes there was no adverse outcome. The procedure was performed using back-up equipment. Attempts are being made to determine the length of surgical delay.

Event description:
It was reported that during a surgical procedure at the user facility, the wire pin collet produced metal shavings/flakes that fell into the open knee cavity. The surgeon used betadine to flush/clean the site and believes there were no flaking left in the patient and believes there was no adverse outcome. The procedure was performed using back-up equipment without a clinically significant delay.